Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's electrode was repositioned on august 24, 2023. The recipient was successfully reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and electrode migration. Programming adjustments were made, however the issue did not resolve. Revision surgery is scheduled.